Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary interventional treatment procedure inability to cross the lesion occurred. The 92% stenosed target lesion was located in the severely tortuous and calcified right coronary artery. The lesion was predilated with a non-bsc balloon. A 4.00x24mm promus element drug eluting stent (des) was selected and advanced to treat the target lesion; however the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. One strut on the first row from the distal edge was raised distally. Other struts on the same row were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).